Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/30/2021. H6 component code: g07002 - no device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, 1. What was the name of the procedure? Unknown. 2. What was the procedure date? Unknown. 3. What is the lot number? Unknown. 4. When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify. During use on the patient. 5. What was used to complete the procedure? Yes. 6. Did the suture separate completely? Yes. 7. What tissue was being approximated or sutured when it broke? Unknown.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/28/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product sxpp1a401 was returned to ethicon for evaluation. Ethicon conducted a visual inspection of the sample returned. One empty labeled winding former and a needle-suture combination were received for analysis. Upon visual inspection of the returned sample body fluids on the length of the suture was noted, in addition, damage at both sides of the fixation tab could be observed. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is performed via automotive vision system to ensure the tab is present and complete during manufacturing. The event reported was confirmed and it is related to improper use of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records could not be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. ¿ trade name - irgacare®. ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? What is the lot number? When was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify what was used to complete the procedure? Did the suture separate completely? What tissue was being approximated or sutured when it broke? Note: event reported in 2210968-2021-07794. Trade name: irgacare¿, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information has been requested.